Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during review of the device event log, which showed the reported error had been recorded. Additionally, the device downstream occlusion seal was determined to be bubbled. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device downstream sensor and main board were replaced, and the device passed all testing.

Event description:
Additional information was received on (B)(6) 2025, stating that there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed, "cassette not attached properly. Reattach cassette." Per reporter, the alarm keeps occurring after loading the cassette. Per reporter, basic troubleshooting was attempted but the issue was not resolved. There was unknown patient involvement. No patient harm/adverse event was reported.